Event description:
It was reported that the insulin pump had physical damage. Customer stated there was a crack where the reservoir goes in. Customer's blood glucose was 114 mg/dl. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, bleeding lcd glass.